Event description:
It is reported that pump touchscreen was delayed in responding to touch inputs. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer reverted to an alternate method of insulin therapy.